Event description:
It was reported, that during an extension revision (related manufacturer reference number:(B)(4)). There was blood inside the ipg header, that could not be removed. Resulting in (high and low) impedance issues. Resulting in ineffective therapy. As such, the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, the issue was resolved post op.

Manufacturer narrative:
D10: therapy date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.